Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited t-wave oversensing. Technical services (ts) was consulted and discussed stored data. Ts discussed available programming options and recommended further in clinic examination. At a later date, the patient received several shocks as inappropriate therapy. Therapy delivery was programmed off. This device remains in service. No adverse patient effects were reported.